Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the fluid damage on the image guide fiber bundle (cfb), the light guide fiber bundle (lcb), the control body assy complete, and the ocular assy complete. In addition, we confirmed that the objective lens scratches. Based on the result, we concluded that it was caused due to the fluid damage; however. The objective lens scratched is not related to the alleged complaint. Correction information: g6: follow up #1. H3: evacuation device. H6: coding changed based on the investigation result: component code. Additional information: h2: type of follow up. H6: coding added based on the investigation result: type of investigation, investigation findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model fnl-10rp3 is available in the USA with a 510k number k951196. The device was returned, but it's still under investigation, so the results of the investigation will be provided in a supplemental report.

Event description:
There are water drops in the image visible but there is no leaking detected this event occurred at the time of during inspection. There was no report of patient harm.